Event description:
Info received indicates, the pump does not detect or alarm air.

Manufacturer narrative:
Standard functional tests were performed. Complaint could not be duplicated or confirmed. This MDR is being filed as part of the retrospective review for reportability.